Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. There was no damage to the area where the foreign material was detected. It is likely that the foreign material was not removed due to improper reprocessing or deviations from the instructions for use (IFU). However, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where were identified the following deviation from instructions for use (IFU) was confirmed: the customer did not brush the surface during manual cleaning. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.